Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to dislocation. The modular head, acetabular component and taper adapter were removed and replaced. Additional information from patient's legal counsel reported patient allegations of pain, soreness, dysfunction, loss of range of motion, inflammation, damage to surrounding bone and tissue, lack of mobility, impairment, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00369/00370).

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to dislocation. The modular head, acetabular component and taper adapter were removed and replaced.